Event description:
It was reported that the asymptomatic patient presented for a routine device check. Upon interrogation, it was noted that the right ventricular lead located on the septum, exhibited noise that resulted in over-sensing and caused pacing inhibition and bradycardia. No interventions were reported.